Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a hemodialysis catheter. The customer reports the catheter became dislodged from the patient. Customer states it is due to large peel away sheath creating large hole, causing oozing and not allowing ingrowth to occur. Catheter was removed and replaced.